Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were noted via remote monitoring. The patient was asymptomatic. Programming changes were made and the patient had no more t-wave over sensing.